Event description:
It was reported that there was an out of box failure and base not responding. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top and bottom cases are in excellent condition. No visible contamination. There was a base task time out, base not responding and battery communication time in the event history log. The technician performed power up process. However, reported issues were not duplicated. The root cause of the reported issues were non-issues due to advisory alarm indication and interruption of and reconnection to the customer's wifi system, advisory alarm caused by user powering the pump off within 5 seconds after powering the pump on during the self test process, unable to duplicate battery communicate time out. Battery was at 88%. No action was taken for base task time out and base not responding. Battery communication time out repair action will be taken care during conversion process. Device will be converted to a loaner.